Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained.the patient received a cardiac catheterization which was negative. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a malfunction of the reagent prep probe. The customer replaced the probe.the instrument is performing within specifications.no further evaluation of the device is required.